Manufacturer narrative:
Olympus medical systems corp. (Omsc) investigated the device. However, omsc could not reproduce the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc could not confirm how the error occurred. Omsc checked the device, but no problems were found. Omsc checked the log and confirmed that the error occurred only this once time. Therefore, omsc concluded that the device didn¿t have a malfunction. Omsc surmised the following. -a short circuit occurred when the power was turned on due to adhere dust temporarily on the terminals of the board. -the device was misidentified as a lamp failure due to a temporary low voltage. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. Olympus repair center could not confirm the reported phenomenon. There was no abnormality on the appearance of the device. Olympus repair center connected and operated the device according to the instruction manual. However, there was no irregularity found. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the maintenance of the device, the user found that error e105 (lamp error) was displayed. This phenomenon occurred only once time, not repeatedly. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.